Manufacturer narrative:
Results - an injector, cartridge and foam tip plunger lot number search was performed for similar complaints within the search and there were five similar complaint for the injector lot number, five similar complaints for the foam tip plunger lot number, and six similar complaints for the cartridge.

Event description:
It was reported that the surgeon was using a eyeonics crystalens with the staar injection system and the lens tore in the injector cartridge during insertion into patient's eye. The surgeon enlarged the incision to remove and replace the lens and used a suture to close the incision. It was reported that the likely cause was due to the lens injector, cartridge & foam tip plunger/overrode the iol. Patient's current prognosis is excellent.